Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump shutdown. Customer could not confirm if pump shutdown due to normal battery depletion or if the pump shutdown unexpectedly. Customer declined to troubleshoot with tandem technical support. There was no reported impact to the customer's blood glucose level.